Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their device kept moving on their back. Patient stated that the device was not standing straight up, but was horizontal when they sit down. Patient also mentioned having some issues when accessing the therapy, they had to try many times connecting to the implanted device (case ). The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they would see their hcp at the end of the month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient reported having some issues when accessing the therapy, they have to try many times connecting to the implanted device. Patient confirmed they use the communicator with the blue side to the implant and mentioned that their device keeps moving on their back. The patient was redirected to their hcp to further address the issue. Patient stated they will see their hcp at the end of the month.